Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the h1tuv was broken (no details). It was not provided how the case was completed. There was no consequence to the pt. 09/27/2000 it was reported by the affiliate a second hptuv (m0270x) was broken.